Event description:
There was poor balloon augmentation. (Multiple event to complaint 97-00974 and 97-01116). The iab was not returned to datascope for eval. The iab was discarded by the facility. (Event complications: unk-reported 9/18/97. (Pt's current status: awaiting CABG-rpt'd 9/18.)